Event description:
The pt was implanted with a vascular access graft. It was reported by the nursing home administrator that the graft had ruptured causing the pt to bleed out resulting in exsangunation. The death certificate reported that the exsangunation was due to punctured/ruptured/eroded av shunt.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.